Event description:
It was reported that the pump presents broken pole pump holder, broken battery charger plug. There was unknown patient involvement. Device evaluation revealed a damaged downstream occlusion seal and faulty downstream occlusion sensor.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the downstream occlusion (dso) sensor was faulty. The dso sensor and dso seal were replaced.